Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at pre discharge the threholds had increased dramatically from implant values. The lead remained implanted.